Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years post implantation due to pain and loosening of the femoral component. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: item # 00588001402, lot # 62749539, item # 00599003420, lot # 61916812, item # 00599003420, lot # 62519656, item # 00545001731, lot # 61694240, item # 00588004012, lot # 62795169, item # 00588000300, lot # 62834218, item # 00598801010, lot # 62668181, item # 00598800326, lot # 62657477, item # 00598800326, lot # 62732426, item # 00545001336, lot # 61760027, item # 00597206538, lot # 61852913. Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03047, 0001822565-2020-03085, 0001822565-2020-03086.

Event description:
It was reported that the patient was experiencing pain and loosing on the femoral component and was revised. Attempts have been made and no further information has been provided.